Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that they had no telemetry with recharging. They added that they were unable to connect with the implantable neurostimulator (ins) using their external devices. The patient stated that they traveled to (B)(6) and forgot to bring their recharger. They last recharged the ins over a month ago. The patient was redirected to follow-up with their healthcare provider. Additional information was received from the consumer on 2019-sept-03 reporting that the program was erased so that it could be uploaded. It was noted that it would load for almost 3 hours. It was reported that the issue with connecting had not been resolved. The patient requested help with the strap where it hooked. Additional information was received from the patient. The patient reported that the belt comes out frequently when charging was done and takes too long to complete its full charge two and a half hours. The patient reported that the place where the neurostimulator is located bothered him a lot and for the reason that it disturbs the underwear and cloths and the control is .1 and drains the battery a lot. The patient reported that nothing was resolved because he didn¿t get a response from the doctor telling him that it bothered him a lot where he located and replacing equipment to update him. The patient noted that he had the annoyance of the place where it is. No further complications were reported.